Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found one barrel in the patient cable is damaged (connector broken/fractured). It is noted the analyzer is functionally ok. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.